Event description:
The customer reported an extensive leak in the centrifuge at 301 minutes into the procedure. They noted a hole in the channel near the connector. No medical intervention was necessary for this incident. The customer filed a sae report with their local authorities. This report is being filed due to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was returned for evaluation. The channel was found to have an area near the connector where the vinyl layers peeled apart. A leak was seen at the collect connector weld between the two layers of vinyl. Stress marks were noted in the plastic collect connector at this point also. Caridianbct engineers were able to recreate the marks in a reference optia set by bending the collect connector. There is no indication of misload on the channel. The device history records were reviewed and nothing was found that was related to this event. Root cause: investigation of the disposable set indicates that the leak was due to less than optimal weld strength at the leak location, however a definitive root cause has not been determined at this time. The channel met all manufacturing acceptance criteria and appeared to have been loaded properly into the spectra optia filler plate. Additional information: every lot of spectra optia channels has a sample of channels that are tested to statistically ensure that the length of channel life will meet specifications. Corrective/preventive action: caridianbct has opened a corrective and preventive action project related to the spectra optia channel to determine if there are continuous improvement opportunities that can be implemented.